Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Analysis performed after installing a new battery showed normal device function. Current was monitored for an extensive period of time and no high current drain was noted. Analysis on the battery did not indicate any anomaly. The cause of premature battery could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, failure to interrogate possibly due to battery depletion or bluetooth telemetry issue was observed on the device. The attempts to connect the device to the patient¿s mobile transmitter and smart phone were not successful. When the patient presented in clinic on (B)(6) 2019, failure to interrogate with the programmer was also observed. Attempts of leaving the magnet longer and going through engineering test page were unsuccessful. The patient was scheduled for device replacement procedure. The patient was stable.